Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to confirm e70 alarm due to erased history file. Unable to perform off no power, a21 error test, occlusion, no delivery test due to motor error alarm. The insulin pump passed rewind, idle current, run current, self-test, basic occlusion, prime and displacement tests. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was sitting on his couch when his insulin pump alarmed motor error. The patient's blood glucose at the time of incident was 45 mg/dl, which he treated by eating food. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The insulin pump was not exposed to an MRI or high magnetic field. The customer attempted to rewind the device but the motor error recurred. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.